Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported to have had injected a patient in the ¿nasogenian grooves¿, tear groove, with 1 cc of juvéderm® volift¿ with lidocaine. 8 months later, the patient experienced late ¿intermittent and persistent soft edema of lower eyelids that attenuates with systemic corticosteroids¿. ¿granuloma by foreign body in the skin and in the te (l923)¿ was reported as the initial diagnosis of the patient. About 2 months later, an ultrasound was performed and showed, ¿in subepidemic location, in nasogenian grooves there are small punctate hyperechogenic foci, perched with diameters ranging between 1.5 and 2.1 mm, are located at a depth of 1.2 mm with respect to the surface, general later acoustic shadow which indicates that the content is calcium (calcium carbonate? Hydroxyapatite crystals?). They do not exceed the thickness of the dermis. Presence of subepidemic exogenous material, located in the dermis compatible with calcium carbonate-type calcium material, hydroxyapatite crystals, both sonographically identical.¿ 6 days later, a biopsy was performed, which showed changes compatible with iatrogenic alogenosis. The patient ¿requires medical / surgical intervention¿. Symptoms have not resolved.